Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post implant, the right atrial (ra) lead dislodged and exhibited no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.